Event description:
It was reported that the asymptomatic patient received a vibratory alert for non-sustained lead noise due to myopotential oversensing. The device was reprogrammed. Patient was well.